Event description:
It was reported that during a medial menisectomy procedure using the super multivac 50 icw, the wand appeared to stop functioning properly. The surgeon removed the wand from the surgical site, then noted that the tip of the wand appeared to be missing. The pt was given an x-ray, which showed 3 small fragments remained inside the pt's knee joint. This event resulted in a surgical delay of 30 minutes. There was no further pt complications reported as a result of this event.